Manufacturer narrative:
The 0.018" guidewire was returned for evaluation. Visual inspection revealed the outer coil is broken approximately 35 cm from the proximal end, 0.3 cm from the point it is attached to the nitinol core wire. Under magnificatoin it can be seen that the outer coil is properly attached to the core wire but unravels 0.3 cm from the point of attachment. The unraveled portion continues for approximately 0.8 cm in which the core wire is exposed, then the outer coil begins again. It can be felt that the core wire is broken approximately 1 cm from that point. The outer coil on the distal end of the wire is completely unraveled and stretched, no core wire can be seen. The device was further reviewed by medcomp engineering. Their evaluation revealed the ball weld on the tip of the guidewire is broken off, causing the core wire to snap and the outer coil to break and unravel. The condition of the returned device suggests it was subjected to forces greater than it is designed to withstand. A possible scenario is pulling the wire back against the beveled edge of the needle. When the introducer needle is used, the guidewire should not be withdrawn against the needle bevel to avoid possible severing of the guidewire. The needle provided in this kit includes a green marker on the hub of the needle to ensure the needle is inserted with the bevel in the correct position. A definitive root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following warnings and precautions: *do not advance the guidewire or catheter if unusual resistance is encountered. *do not insert or withdraw the guidewire forcibly from any component. The wire may break or unravel. If the guidewire becomes damaged, the introducer needle or sheath/dilator and guidewire must be removed together. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During midline positioning maneuver in the right basilica vein, impossibility of removing the metallic guide. The vascular surgeon is contacted, who removed the guide with the finding of braking of it and the presence of a fragment of the end, deemed to be an extravascular lever, in the context of perivascular hematoma. Actions: intervention by the vascular surgeon and finding of the breaking; metal guidewire removed; ECG rx right humerus performed and vascular re-assessment. No indication for surgical removal of the retained fragment.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.